Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a foley catheter in place which was inserted on (B)(6) 2022. The nurses were about to do their hourly output measurement when they noticed that the patient's urine output had significantly decreased compared to the previous hour. Then they checked the catheter itself and found that it was leaking from a hole where a port should be.

Event description:
It was reported that the patient had a foley catheter in place which was inserted on (B)(6) 2022. The nurses were about to do their hourly output measurement when they noticed that the patient's urine output had significantly decreased compared to the previous hour. Then they checked the catheter itself and found that it was leaking from a hole where a port should be.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.